Event description:
It was reported the customer was requesting assistance on troubleshooting a handpiece. The handpiece was found to be bad, solid tones on blade and 2 test tips. The customer is also requesting a service manual p/n 44913 quantity 1.